Manufacturer narrative:
Results evaluation other code: device/samples not returned. Retained kit testing met all specifications. After further evaluation, the suspect medical device was changed from the axsym analyzer list # 7a83-01, manufacturing site abbott laboratories, to the axsym toxo igg, list # 9k08-20. The similar us product, list #3b22-22, manufacturing site is abbott laboratories. Sections have been updated to reflect this information. This report is being filed on an international product, axsym toxo igg, list 9k08-20, that has a similar us product distributed in the us, axsym toxo igg, list 3b22-22. No returns were received for this investigation. This complaint was investigated, and the results are as follows: axsym toxo igg reagents, lot number 70220hn00 were tested with three replicates of each axsym toxo igg control and 3 replicates of a panel which is used for determination of the assay specificity of the reagent. The calibrator and control values were within the instrument specifications/ package insert specifications. The values obtained for the panel were within the manufacturing specifications. No specificity issue was identified. Unfortunately the investigation team did not receive any returns from the customer site, so the cause of the observation remains unclear. As part of further investigation a review was performed of the complaint and manufacturing records for axsym toxo igg reagent, lot number 70220hn00 (and any associated sub-lots). This review did not identify any problems relating to the observation. Based on this investigation, it is determined that axsym toxo igg reagent, lot number 70220hn00 identified in the customer complaint, is performing acceptably. As with other immunological assays false positive results may occur to a certain extent. Information regarding the performance characteristics of this assay is stated in the package insert.this is a final report.

Event description:
The account generated false positive axsym toxo igg results for a patient with 2 different specimens (30, no units of measurement provided) that repeated negative (0.2, no units of measurement provided). The axsym toxo igg controls were acceptable and no errors were generated. Service cleaned the accumulated salt deposits and verified operation for the axsym analyzer. The false positive axsym toxo igg result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.